Event description:
It was reported that the patient presented to the hospital for a generator implant procedure on (B)(6) 2023. While attempting to implant the device, it was noted that there was insulation damage on the right atrial (ra) lead. The ra lead was repaired and re-implanted in the patient without further incident in the same procedure. The patient was in stable condition.